Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es half-height cubie drawer had been failing cubie pockets. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet had multiple half-height cubie drawers ejecting cubie pockets. A field service engineer had reseated the row board cables, ribbon cables, and retractor bands on all half-height cubie drawers 3-1, 3-2, 4-1, 4-2, and 5-1, 5-2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.